Event description:
Following a catheterization procedure, an angio-seal device was placed, with hemostasis achieved. Three days later the pt was sent to surgery for repair of her pseudoaneursym. Follow-up found the pt discharged on 2/1/1998 and reported by the physician to be "fine". Several attempts to obtain an operative report have been unsuccessful.